Event description:
It was reported that a 41-yr-old male pt was undergoing a percutaneous endoscopic gastrostomy placement. While the physician attempted to pull the percutaneous endoscopic gastrostomy tube through the abdominal wall, the connector detached before completely coming through the skin. An esophago-gastro-duodenoscopy was performed and it was noted that the percutaneous endoscopic gastrostomy tube bolster was restricted in the upper esophageal sphincter. The bolster was successfully retrieved with forceps. Another device was placed without difficulty and the pt is reported to be in good condition. The instructions for use includes precaution statements that advise a stricture may inhibit the passage of the percutaneous endoscopic gastrostomy tube system, a smaller incision may contribute to extreme resistance, and to avoid applying excess tension to the device. All of these factors can result in detachment of the connector.